Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that a morphine infusion (pca only) with a dose of 30ml, (30mg/30ml) with a lockout interval of 30 minutes and max limit of 2mg/hr with a 1ml bolus was started at 1:34pm however the pump alarmed indicating the medication was almost empty at 8pm. The tubing was primed with 3ml, leaving 27ml remaining in the syringe at the start. They expected the medication to last for 14-15 hours however it lasted approximately 6.5 hours. The pump log was cleared at 5:57pm at which time they noted 3 doses were demanded by the patient. The pca tubing was connected to the primary infusion of ns programmed at 30ml/hr. There was no patient harm

Manufacturer narrative:
The customer¿s report of the infusion completing sooner than expected was confirmed. Physical inspection showed no anomalies. Log analysis showed that on (B)(6) 2018 at 1:36pm, the pca module was loaded with a monoject 60ml syringe containing a volume of 28.0524ml. The device was programmed for a pca-dose-only infusion of ¿hydromorphone¿ 6mg/30ml rather than the reported morphine 30mg/30ml. The pca dose was 1mg with a lockout interval of 30 minutes and a max limit of 2mg/1hr. At 4:16pm, the first pca dose request started and 5ml was delivered. Four subsequent doses were delivered at 4:59pm, 5:29pm, 6:08pm, and 6:40pm. The final dose occurred at 7:11pm; however, only 3.0524ml remained in the syringe and was delivered. The device then alarmed for "syringe empty.¿ a total of 6 pca doses were delivered over the course of approximately 2 hours and 14 minutes, for a total calculated volume of 28.0524ml. Functional testing of the device showed no anomalies. The root cause of the infusion completing sooner than expected was determined to be incorrect programming of the drug and concentration.